Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on (B)(6), 2021. Attorney reporter alleges that use of medtronic insulin pump caused personal injury to the customer on november 2019. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.